Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and observed the o-ring at the rescue unit to cart connection was leaking. The stm replaced the o-ring then performed the helium leak test which passed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported after the the cardiosave intra-aortic balloon pump (iabp) was brought to the customer's clinical engineering department for a repair, a helium leak was observed. It was later reported that there was a large leak which was emptying the helium cylinder quickly. There was no patient involved since the iabp unit was pending repair and no adverse event was reported.

Event description:
It was reported while pending a repair for an unrelated issue, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was later reported that there was a large leak which was emptying the helium cylinder quickly. There was no patient involved since the iabp unit was pending repair and no adverse event was reported.